Event description:
The surgeon inserted and removed an aa4203tl toric silicone plate lens within the same surgery due to the surgeon changing his mind for a different lens. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated this surgeon and facility use a competitors phacomulsification machine.